Event description:
It was reported there was a recharger / recharging issue with coupling and or communication issues. Patient has worked with the manufacturers representative with spacers etc. The patient last felt stim 9 days ago and battery is dead. Antenna locator showed upper 30's to low 40's. The patient was able to get to the charging screen without any coupling bars. The patient's therapy was not working as expected. The patient wanted to meet with a medtronic representative for a device check and/or programming. The patient had never seen any coupling bars when she attempted to charge with or without the belt. The battery was at discharge now and needed to be seen soon before overdischarge. The manufacturer's representative was working with the patient. Based on troubleshooting insr was functional. The patient had tried al (antenna locate) feature, using a spacer, and repositioning antenna dial. The patient was told by the manufacturer's representative that she needs a new insr. The patient was still seeing regular recharging screen but no coupling bars. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension product ID, 3708160 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension. (B)(4).